Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find any instrument malfunction. The gps specialist did discover that there had been a level-sensing error when the sample was first aspirated for prolactin. The pipettor level sensed at the top of the tube, indicating the probability of a film at the top of the tube, or the tube not seated correctly on the rack. This would cause insufficient sample aspiration causing a low result on the sample tested. No other errors were found on the instrument data. The cause of the discordant low prolactin result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant low prolactin result was obtained on an immulite 2000 instrument. The sample was run one time as 4 replicates. The first value obtained for prolactin on the immulite 2000 instrument was lower compared to the other three results. The patient results were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant prolactin result.